Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override mode. The technical support specialist (tss) resolved the issue by restarting services. The customer had rebooted the carefusion coordination engine (cce), but a recent structured query language (sql) update had set sql services to automatic startup. When the cce rebooted, sql was not listening when cce services started, causing an interface outage. The tss restarted cce services, messages began crossing, and sql services were set to automatic startup. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had all stations on critical override with scheduled downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.